Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx fully covered rmv stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient had a history of autoimmune pancreatitis and was enrolled in the study for treatment of benign biliary strictures. The patient had a prior wallflex fully covered stent. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported no symptoms. Liver function tests were also performed on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging during the stent placement procedure on (B)(6) 2015. The procedure was done in an inpatient setting. A pancreatogram was performed during the procedure. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, the stent was removed endoscopically. On (B)(6) 2016, the patient experienced a serious adverse event of liver abscess. According to the complainant, the event was related to the wallflex biliary stent removal procedure. The patient was given medication and was hospitalized on (B)(6) 2016. Additionally, during an ultrasound, the patient had drainage of the liver abscess. It is unknown whether the patient has been discharged and the liver abscess has not been resolved to date.